Manufacturer narrative:
Correction: adding explant date, previously omitted.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the helix could be extended and retracted by applying torque to the connector pin, the full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented to the emergency room with discomfort. Imaging revealed the right ventricular lead had perforated the cardiac tissue. The lead was explanted and successfully replaced. The patient was stable following procedure.